Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Main board (loose contact measuring cable socket) defective, as part of the review, we also offer you a new battery. Power supply and test plug were not included.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements; no injury resulted.